Event description:
It was reported that the patient experienced pain at the ipg site and ineffective therapy. It was also reported that patient experienced movement of the ipg and lead migration. As a result, surgical intervention was undertaken in 2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Exact explant date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.